Event description:
Insufflator allegedly malfunctioned resulting in reduced insufflation which decreased the visibility during a laparoscopic cholecystectomy and made it difficult for the surgeons to perform the procedure. The pt died four days later allegedly after the too rapid administration on 6/16/96 of an antibiotic.